Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged short battery life issue was verified in the evaluation. Review of black box data found evidence of short battery life including replace battery alarms and pump reboots. Moisture intrusion was evident inside the battery compartment. Using the returned battery cap, the pump powered up to the verify screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons. A rewind/load/prime sequence was executed without incidences. Electrical current draws for ¿sleep¿ current was found to be out of specifications. Pump casing was opened and additional evidence of moisture intrusion was found inside.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.